Event description:
It was reported that there was a burn to a patient because the bovie setting was higher than recommended.

Manufacturer narrative:
Device not available for evaluation as it was not returned by the hospital. If additional information is received, it will be reported on a supplemental report.